Event description:
I am recently menopausal and have very low estrogen and progesterone. I was also recently diagnosed with lichen sclerosis and have whitening of the labia. I was told that the mona lisa treatment would help and be painless. It was very painful and was used on my clitoris, as well as my labia and internally. I have had bleeding from the clitoral area and significant pain both during the procedure and after. I have had some cramping as well, which is unusual for me. I am not sure if I am reporting to the right place, as I am reporting a treatment and not a product I am in possession of - but there was to be no lasting pain associated with the treatment and certainly no bleeding from the clitoral area. FDA safety report ID # (B)(4).